Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tab at the p2 and p4 pad was loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack. Manufacture dates: battery pack sn (B)(4) - 11/15/2018. Battery pack sn (B)(4) - 2/20/2018.

Event description:
A us distributor contacted zoll to report that a patient's batteries were not able to power up a monitor.

Event description:
A us distributor contacted zoll to report a patient's battery charger was unable to recognize/charge a battery pack. A us distributor contacted zoll to report that a patient's batteries were not able to power up a monitor.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(6) is underway at the supplier. The reported problem (unable to charge batteries) has been confirmed. The charger is being returned to the supplier for further investigation, a supplemental MDR will be submitted upon completion of the supplier's evaluation. Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tab at the p2 and p4 pad was loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of battery sn (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack. No adverse event resulted from the defective battery pack. Manufacture dates: battery pack sn (B)(6),11/15/2018. Battery pack sn (B)(6),2/20/2018.

Event description:
A us distributor contacted zoll to report that a patient's charger had faults. A us distributor contacted zoll to report that a patient's batteries were not able to power up a monitor.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger. Device evaluation of battery pack sn: (B)(6) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tab at the p2 and p4 pad was loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of battery sn: (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack. Manufacture dates: battery pack sn: (B)(6) - 11/15/2018. Battery pack sn: (B)(6) - 2/20/2018.